Event description:
The hospital reported that during the saphenous vein harvesting procedure, the c-ring assembly detached from the unit while inside the pt's leg near the original incision. The c-ring assembly was simply pulled out through the original incision. The procedure was then completed with a replacement device. No other adverse outcome to the pt was reported.